Event description:
It was reported by the customer that a pyxis medstation es system drawer failure. Customer stated constant drawer failure it causing malfunction trying to issue medication and there were delay in patient care workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined drawer failure. A field service engineer inspected no failed icon present and tested drawer, no issue found. Performed preventative maintenance. The system functioned as intended after technical support specialist troubleshooted the device.